Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, missing end cap sticker and missing address and serial number label. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via telephone call that the escape button was not fully responsive. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.